Event description:
It was reported that the customer's pump screen would not turn on despite various troubleshooting steps. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.